Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05832 it was reported the pt will undergo surgical intervention due to feeling sick to her stomach while stimulation is on.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.